Manufacturer narrative:
The medical team reported that they did not believe the reported event of ventricular tachycardia was related to the device. Cardiac arrhythmias, such as ventricular tachycardia, are also found to occur more frequently in patients diagnosed with heart failure. With a review of the available information there was no evidence of device malfunctions or performance issues of the device that would impact the reported event. In addition, the vad system or vad therapy issues can potentially exacerbate or lead to arrhythmia (i.e. Pump stop, suction events, migration of pump or pump components and/or interaction of the pump or pump components with heart wall/structure resulting in clinical compromise that may potentially require hospitalization, IV antiarrhythmic medications, surgical procedure, cardioversion and/or defibrillation (including aicd firing). Though the root cause of the reported event cannot conclusively be determined, the patient's previous history of ventricular tachycardia and recent implant procedure may have contributed. Though the root cause of the event cannot be conclusively determined; there are patient, procedural, and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The lvad system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Cardiac arrhythmias are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Device remains implanted.

Event description:
It was reported from the site by the patient experienced a sustained ventricular tachycardia episode on (B)(6) 2016, one day post implant of the lvad. It was stated that the patient was defibrillated. It was further reported that the arrhythmia was resolved on (B)(6) 2016. No additional information available.